Event description:
It was reported that patient faced occlusion issues on (B)(6) 2026 as drops of insulin observed at the end of the cartridge pigtail which led to high blood glucose level that was treated with manual injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.